Event description:
Device was implanted in 98 for a fractured femur resulting from a motorcyle accident. At some point post operative, the surgeon decided to revise to a larger nail due to a non-union of the femur. In 99 surgeon was removing the subject device and found it had broken. Surgeon made an incision in the leg to remove the distal portion of the nail.